Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was disassembled and cleaned and reassembled to resolve the reported issue.

Event description:
The hospital reported a large leak during a case. The case was completed. Here was no report of patient injury.